Event description:
It was reported the bmw universal guide wire got stuck in the stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the guide wire interacted with an implanted stent, resulting in difficulty during removal. Factors that may contribute to interaction between a stent and the guide wire include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, and/or damage to the guide wire / stent. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated as 01/01/2025 . D4: a partial UDI was provided as the lot number is not known.